Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder "overheated" and "sparked". The procedure was converted to an open leg surgery. Refer to MFR report # 2242352-2010-00714 with reported serious injury complaint. The hospital did not report any patient effects.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. Visual inspection revealed that the green housing on the cable had slid down slightly. The issue of vasoview hemopro device overheating is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)